Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis is listed in the supera instructions for use, as a known patient effect of peripheral stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional non-surgical treatment was related to operational context. The additional 2 supera stents referenced in describe event or problem and concomitant medical products are being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2016 three supera stents were deployed in the superficial femoral artery. Due to restenosis observed in the previously treated area, the patient underwent revascularization on (B)(6) 2016. No additional information was provided.